Event description:
It was reported that the patient present to the emergency room after lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing a high number of short interval counts (sic) and episodes of non-sustained tachycardia (nst). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5568-53 implantable pacing lead, (B)(6) 2001. (B)(4).